Event description:
It was reported that during post-implant follow-up, increased capture threshold, low r-wave amplitude, and increased impedance were observed. The patient did not have any symptoms and is not pacemaker dependent. The lead was explanted and replaced without complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.